Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. The catheter sample was not returned for evaluation and no image was provided. The alleged failure could not be re produced. Potential factors that could have led or contributed to the reported issue have been considered. Previously reported similar complaints have been reviewed to find the root cause. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. Furthermore, the event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequent release force increase. Based on the information available and because no sample was returned for evaluation a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". The IFU also states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Not returned.

Event description:
It was reported that during stent placement in the sfa, the vascular stent could not be deployed any further after being partially released due to the breakage of a delivery system component. The user took apart the handle and completed the stent deployment manually. There was no report of patient injury.